Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: six similar complaints occurred with the same surgeon at [institution]. Complaint 1 of 6: (B)(4) - ca500 lot #1482648. Complaint 2 of 6: (B)(4) - ca500 lot #1484023. Complaint 3 of 6: (B)(4) - ca500. Complaint 4 of 6: (B)(4) - ca500. Complaint 5 of 6: (B)(4) - ca500. Complaint 6 of 6: (B)(4) - ca500. The surgeon experienced two clip applier malfunctions in two separate procedures. The surgeon opened a competitor device to complete the case. No patient injury. Product is not available for return. Additional information was received via email on 05jun2023 from [name], (B)(6). The cystic duct and cystic artery were being sealed/clipped at the time of the event. They were "loading the clip and the closure of the clip" when the experience occurred. It is unknown how many clips were dispensed in total. The clip applier was not loading the clips straight into the jaws causing issues with the clip closure. The clips would cross and not close properly causing improper closure. The surgeon explained that this has happened six times that is including the two clip appliers in this cer. Patient status: no patient injury. Intervention: the surgeon opened a competitor device to complete the case.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: unk. Event description: six similar complaints occurred with the same surgeon at [institution]: complaint 1 of 6: (B)(4), lot #1482648. Complaint 2 of 6:(B)(4), lot #1484023. Complaint 3 of 6: (B)(4). Complaint 4 of 6: (B)(4). Complaint 5 of 6: (B)(4). Complaint 6 of 6: (B)(4). The surgeon experienced two clip applier malfunctions in two separate procedures. The surgeon opened a competitor device to complete the case. No patient injury. Product is not available for return. Additional information was received via email on 05jun2023 from [name], account manager IV, applied medical the cystic duct and cystic artery were being sealed/clipped at the time of the event. They were "loading the clip and the closure of the clip" when the experience occurred. It is unknown how many clips were dispensed in total. The clip applier was not loading the clips straight into the jaws causing issues with the clip closure. The clips would cross and not close properly causing improper closure. The surgeon explained that this has happened six times that is including the two clip appliers in this cer. Patient status: no patient injury was reported as a result of the event. Intervention: ni.

Manufacturer narrative:
The event unit is not anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.